Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the waste evacuation tubing (labeled #5) on the probe wipe was clogged causing the probe wipe to drip. The fse replaced the probe wipe. The fse verified the repairs and validated the system, no further leakage or flags were observed. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. Prior to processing patient samples on the analyzer, the white blood cell and differential test results for the quality control samples were flagged with an asterisk, alerting the operator to review the results. The customer identified a leak of less than 20 microliters from the probe on the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.